Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, forceps plug coming off, bending angle insufficient due to the elongation of the angle wire, stain on the insertion guide bundle, liquid leakage observed in the operation part, scratches on operation part, index peeling of the light guide mounting base, scratches on curved rubber adhesive part, liquid leakage observed in the eyepiece, scratches on eyepiece, liquid leakage observed in the grip, scratches on the grip, leakage observed on the up/down plate, dirt on the vent under the grip, seizo label peeling off, angle lever scratched, and scratches found on the up/down angle fixing lever (sp). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the oes cystonephrofiberscope forceps plug mouthpiece gap was, looseness, deformation, scraping, rattling, and detachment tilting of the instrument channel port mounting base-damaged and deformed. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The forceps channel port being detached could be attributed to improper reprocessing (leaving foreign objects inside the channel) but it was not possible to determine if the cause of the hole was attributed to stress or user¿s handling. Olympus will continue to monitor field performance for this device.